Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl and 518 mg/dl. The customer declined to troubleshooting high blood glucose level. Customer states she ran out of insulin while she was out and stayed out for an hour longer. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer stated that they will monitor the insulin pump and treat accordingly. The insulin pump was not returned for analysis.